Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dyspnea. The right ventricular (rv) lead exhibited undersensing and short ventricular to ventricular intervals. The lead remains in use. No further patient complications have been reported as a result of this event.